Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4199 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("medical device removal /sectioning of the fallopian tube reveals an embedded metallic, coil shaped foreign body grossly consistent with an essure device.") In a 36 year-old female patient who had essure inserted (lot no. 713459) for female sterilisation. The patient had a medical history of right lower quadrant pain, pelvic pain, dysmenorrhea, hyperlipidemia, type I diabetes mellitus, depression, parity 1, multi gravida, loop electrosurgical excision procedure, adenomyosis, pregnancy multiple, recurrent abortion, pelvic pain and birth control pill. The patient had a family history of thyroid disorder and hypertension. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4654 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic xi assisted hysterectomy, bilateral salpingectomy right oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery -no. Follow-up (02/may/2023): discrepancy in insertion date of essure: now reported as (B)(6) 2010. Discrepancy noted: insertion date: as per argus (B)(6) 2011. As per mr: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: scout view demonstrates two linear radio-opaque densities in bilateral pelvis consistent with a history of essure placement. No contrast is seen in bilateral fallopian tubes compatible with occlusion. [Pathology test] on (B)(6) 2023: diagnosis: uterus, cervix, bilateral fallopian tubes and right ovary, hysterectomy and bilateral salpingectomy: uterine cervix; low grade squamous intraepithelial lesion. Uterine corpus: adenomyosis. 7 mm feromyoma. Late proliferative endometrium; no endometrial hyperplasia or neoplasia identified. Negative for ein. Right fallopian tube and ovary with benign follicular cyst. Right fallopian tube wlth metallic coil essure device present. Left fallopian tube with metallic coil essure device and endosalpingiosis gross description: sectioning of the fallopian tube reveals an embedded metallic, coil shaped foreign body grossly consistent with an essure device. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: mr received - event " medical device removal updated to essure micro-insert embedded" lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4199 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("she has chronic pelvic pain/ post tubal pain syndrome") in a 36 year-old female patient who had essure inserted (lot no. 713459) for female sterilisation. The patient had a medical history of right lower quadrant pain, dysmenorrhea, hyperlipidemia, type I diabetes mellitus, depression, parity 1, multi gravida, loop electrosurgical excision procedure, adenomyosis, pregnancy multiple, recurrent abortion and birth control pill. The patient had a family history of thyroid disorder and hypertension. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4654 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic xi assisted hysterectomy, bilateral salpingectomy right oophorectomy,). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: more than one essure related surgery -no. Follow-up (02/may/2023): discrepancy in insertion date of essure: now reported as (B)(6) 2010 discrepancy noted : insertion date. As per argus (B)(6) 2011. As per mr : (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: scout view demonstrates two linear radio-opaque densities in bilateral pelvis consistent with a history of essure placement. No contrast is seen in bilateral fallopian tubes compatible with occlusion. [Pathology test] on (B)(6) 2023: diagnosis. Uterus, cervix, bilateral fallopian tubes and right ovary, hysterectomy and bilateral salpingectomy: uterine cervix; - low grade squamous intraepithelial lesion uterine corpus: 1. Adenomyosis 2. 7 mm feromyoma 3. Late proliferative endometrium; no endometrial hyperplasia or neoplasia identified 4. Negative for ein 5. Right fallopian tube and ovary with benign follicular cyst -right fallopian tube with metallic coil essure device present 6. Left fallopian tube with metallic coil essure device and endosalpingiosis gross description: sectioning of the fallopian tube reveals an embedded metallic, coil shaped foreign body grossly consistent with an essure device. The following amendment was made: upon internal review, event coded as "embedded device" deleted and event "pelvic pain" added. Imdrf codes updated accordingly. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("she has chronic pelvic pain/ post tubal pain syndrome") in a 36 year-old female patient who had essure inserted (lot no. 713459) for female sterilisation. The patient had a medical history of right lower quadrant pain, dysmenorrhea, hyperlipidemia, type I diabetes mellitus, depression, parity 1, multi gravida, loop electrosurgical excision procedure, adenomyosis, pregnancy multiple, recurrent abortion and birth control pill. The patient had a family history of thyroid disorder and hypertension. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4654 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic xi assisted hysterectomy, bilateral salpingectomy right oophorectomy,). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: more than one essure related surgery -no follow-up ((B)(6) 2023): discrepancy in insertion date of essure: now reported as (B)(6) 2010 discrepancy noted : insertion date as per argus (B)(6) 2011 as per mr : (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2010: scout view demonstrates two linear radio-opaque densities in bilateral pelvis consistent with a history of essure placement. No contrast is seen in bilateral fallopian tubes compatible with occlusion. [Pathology test] on (B)(6) 2023: diagnosis uterus, cervix, bilateral fallopian tubes and right ovary, hysterectomy and bilateral salpingectomy: uterine cervix; - low grade squamous intraepithelial lesion uterine corpus: 1. Adenomyosis 2. 7 mm feromyoma 3. Late proliferative endometrium; no endometrial hyperplasia or neoplasia identified 4. Negative for ein 5. Right fallopian tube and ovary with benign follicular cyst -right fallopian tube wlth metallic coil essure device present 6. Left fallopian tube with metallic coil essure device and endosalpingiosis gross description: sectioning of the fallopian tube reveals an embedded metallic, coil shaped foreign body grossly consistent with an essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.